Event description:
The report indicated that device was started on 9/28/96 on a 44-year old male rescued from drowning. Serial nos 1550472 and 1550473 were changed out after 21 hours of use for plasma breakthrough. A third oxygenator was changed out after 21 hours of use for plasma breakthrough. A third oxygenator was changed out after 24 hours of use (s/n 1550471) when plasma breakthrough was observed. ECMO is an off labeled use of the device. The device is designed and labeled to operate for a maximum period of 6 hours. Info was received that the pt expired; however, this was not related to the oxygenator change-outs. Only s/n 1550471 was received for complaint evaluation.